Manufacturer narrative:
Based on the information provided. The root cause of this complaint cannot be determined. The device was reported discarded. (B)(4).

Event description:
It was reported that during the treatment of an aneurysm, the coil stretched and broke. The coil was removed successfully using an endovascular snare. No harm or injury was reported due to this incident.